Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device did not pass the test. There was no patient involvement. The remote support engineer (rse) conducted a remote evaluation of the device and concluded that it failed the user testing. After providing training on the device to the user, the device subsequently passed the test. The device was returned to customer and no further evaluation is warranted at this time.

Manufacturer narrative:
Correction: updated product brand name/common device name/model number/catalog item identifier/product UDI/510k as this is an xl+ device.